Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the likely cause of the damaged adhesive at the distal end is traced to component failure. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. However, during the device analysis, missing ke45 sealant was observed at the distal end forceps cover and around the probe/transducer. There was no patient involvement reported.